Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that the a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and a loss of connection was found within the investigation window. Functional testing was performed and passed. A pairing test was performed and passed. The allegation was confirmed. The root cause could not be determined.